Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the device related to broken device ("outer shell was flaking off") event was received on apr 24, 2018, with lot number: 3005638. Visual analysis of the returned device observed no damage on the shell of the device. A leak test was performed which identified no openings on the device. Microscopic analysis was performed which identified "outer shell was flaking off" was not observed. Based on the device analysis the final assessment is: - no issues found related with the manufacturing process. - the ¿outer shell was flaking off¿ was not observed, for this reason the reported event cannot be confirmed. - device found intact and functional. Device labeling: do not implant any device that appears to have particulate contamination, nicks or leaks. A sterile back-up tissue expander must be readily available at the time of surgery.

Event description:
Healthcare professional reported a tissue expander's "outer shell was flaking off". Surgery was successfully completed with a backup device.